Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's medical history included renal disease. Concurrent conditions included blood pressure abnormal. Concomitant products included diltiazem since (B)(6) 2018, hydrochlorothiazide since (B)(6) 2017, minoxidil from (B)(6) 2017 to (B)(6) 2018 and spironolactone since march 2018. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain ("pain/ pelvic pain"), abdominal pain ("pain/ abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gestational hypertension ("high blood pressure"). The patient was treated with surgery (endometrial ablation and uterine ablation on 2016). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea and gestational hypertension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gestational hypertension, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received: event high blood pressure was added. Pregnancy outcome was updated. Delivery date was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test" and device ineffective "device ineffective". The patient's medical history included renal disease. Concurrent conditions included blood pressure abnormal. Concomitant products included diltiazem since (B)(6) 2018, hydrochlorothiazide since (B)(6) 2017, minoxidil from (B)(6) 2017 to (B)(6) 2018 and spironolactone since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). In 2012, the patient experienced pelvic pain ("pain/ pelvic pain"), abdominal pain ("pain/ abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and gestational hypertension ("high blood pressure"). The patient was treated with surgery (endometrial ablation, essure removed and uterine ablation on 2016). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea and gestational hypertension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gestational hypertension, menorrhagia, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received : reporter information added, new event perforation added, removal date added. On 27-mar-2020: pif received: patient demographics and insertion date updated. Follow up 4 and 5 processed together. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test" and device ineffective "device ineffective". The patient's medical history included renal disease. Concurrent conditions included blood pressure abnormal. Concomitant products included diltiazem since (B)(6) 2018, hydrochlorothiazide since (B)(6) 2017, minoxidil from (B)(6) 2017 to (B)(6) 2018 and spironolactone since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). In 2012, the patient experienced pelvic pain ("pain/ pelvic pain"), abdominal pain ("pain/ abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and gestational hypertension ("high blood pressure"). The patient was treated with surgery (endometrial ablation, essure removed and uterine ablation on 2016). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea and gestational hypertension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gestational hypertension, menorrhagia, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and pregnancy with contraceptive device ('pregnancy (with complications)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's medical history included renal disease. Concurrent conditions included blood pressure abnormal. Concomitant products included diltiazem since (B)(6) 2018, hydrochlorothiazide since (B)(6) 2017, minoxidil from (B)(6) 2017 to (B)(6) 2018 and spironolactone since (B)(6) 2018. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain ("pain/ pelvic pain"), abdominal pain ("pain/ abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pregnancy with contraceptive device, pelvic pain, abdominal pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- pregnancy(with complications), menorrhagia, vaginal bleeding, dysmenorrhea, dyspareunia, hair loss, pelvic pain, abdominal pain, patient did not under go essure confirmation test were added. Reporters information, patients dob, demographics, events onset date, medical history, concomitant condition and drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.